Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, urinary problems, recurrence, and vaginal scarring. It was reported that patient underwent resection of exposed and painful vaginal mesh, kelly urethral plication on (B)(6) 2013 due to dyspareunia, pelvic pain, and exposed vaginal mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted with perineorrhaphy due to stress urinary incontinence and vulvar relaxation. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 04/11/2016. Additional information: age of time of event, date of birth.

Manufacturer narrative:
It was reported that the patient underwent a mesh removal due to exposed and painful mesh on (B)(6) 2013 with dr. (B)(6) at (B)(6) hospital. It was reported that the patient underwent urethral bulking due to urine leakage on (B)(6) 2015 with dr. (B)(6) at (B)(6) hospital.